Manufacturer narrative:
D10: 02-010-03-0235 - logic cr femoral cem, left, sz 3.5: (B)(6). 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t: (B)(6). 200-05-29 - inset patella 29mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced pain, swelling and stiffness in their left knee. As a result, the patient underwent a left knee revision where the tibial insert was exchanged approximately 10 years after initial implantation. During the revision synovitis and scar tissue were noted. Provided images of the explanted tibial insert show signs of wear. No further patient impact reported. No further information available.